Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced inguinal pain after altis procedure. Date of procedure: (B)(6) 2016; date of onset event: (B)(6) 2016. Description of the event: spontaneous intermittent pain (inguinal pain, intensity = 1) no treatment status of the event: resolved on (B)(6) 2016 (device still implanted). According the investigator, the event is related to altis sling. New complication of "vaginal extrusion" was later reported. Date of onset event: (B)(6) 2016. Treatment: on (B)(6) 2017, section of the part was out of vagina and vaginal suture (device still implanted). According to the investigator, the event is related to the procedure.